Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens but the lens wouldn't lay flat in the patient's eye. The lens dropped in the capsular bag, so the surgeon enlarged the incision to remove the lens during the same surgery. An anterior vitrectomy was performed and a three piece lens was implanted. Sutures were required to close the incision.

Manufacturer narrative:
Medical review, device history record review. Medical review - review of this file indicates that the iol dropped into the capsular bag so it was removed. The cc4204a is designed to be implanted inside the capsular bag. The most likely scenario was that the lens would not lay flat inside the bag, and after manipulation, the capsule tore which required removal, vitrectomy and implantation of a 3 piece iol. A posterior capsule tear is more commonly secondary to surgical manipulations performed by the surgeon during intraocular surgery however, it remains unclear whether the product caused or contributed to this event. Vitrectomy is consequently performed in the presence of a capsule tear where there is vitreous loss, to preclude any further injury. Enlargement of an incision combined with suturing may cause induced astigmatism, however, it is dependent on the length of the incision as well as the tightness of the suture. When a damaged lens is removed, incision is usually enlarged to a length that would not create any serious injury and suture is placed, only to secure the wound. A review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. No conclusion can be drawn: based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) surgical incision, enlargement of, surgical procedure, incision sutured, vitrectomy, anterior. (B)(4). Lens work order search. A lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. No conclusion can be drawn: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).